Manufacturer narrative:
(B)(4). Bent advancer. The analysis results found that the el5ml device was returned in good visual condition with excessive dried body fluids. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining two clips as intended. The advancer was noted to be slightly bent, please note this finding is unrelated to the reported event. Finally, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a breast augmentation procedure, the device did not fire at all. A second device was opened and the case was completed with no patient consequences. There is no other information related to the event.